Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 429 mg/dl and a correction bolus was delivered to address the high bg. Initially, the customer was not sure that the pump was delivering insulin. A pump system check was performed and no device issues were identified. The customer agreed and was confident that the pump was functioning as intended. The customer's bg declined (118 mg/dl) without changing the pump supplies. The cause of the high bg was not known.